Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the outer insulation was breached due to metal ion oxidation (mio). There is blood/body fluid on the proximal conductor. The outer insulation has cosmetic environmental stress cracks and mio and a breach due to being cut.

Event description:
It was reported that right atrial (ra) lead had no capture, was oversensing, and was apparently fractured. It was noted that the damage may have occured during explant of the right ventricular lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.